Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump suspended due to sensor glucose versus blood glucose differences. The customer¿s blood glucose level was 150 mg/dl and the sensor value was 69 mg/dl at the time of the incident. Troubleshooting was not completed. The sensor will not be returned for analysis.